Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced slow keypad response, which was experienced during eval. It was found to be caused by a failed processor printed circuit board (pcb) the failed processor pcb was replaced.

Event description:
It was reported that the spectrum pump had a problem with the "main info processor."during baxter's eval of a spectrum pump, it was discovered the pump had a delayed keypad response. It was also reported there was no pt involvement.